Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the wire of the tenaculum forceps instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, there was no damage. The instrument did not collide with another tool during the procedure. It is unknown if the failure was related to the movement of the instrument. There were cables protruding at the tip of the instrument. There was no injury to the patient. There was a delay of 10 minutes due to this issue.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.